Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra fine¿ iii pen needle the consumer states she has been using this product for years, but the last batch she received, ¿fall apart in her hands¿. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s_1__; occurrence: a complaint history check was performed and this is the related 1st complaint reported for the defect/condition on lot number 6012730. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time.